Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Gtin/UDI number for item (B)(4) lot 17076856 is 10885403240942.

Event description:
The customer reported they had a leak at the junction where the distal end of the tubing connected to the smart site of the primary tubing while infusing doxorubicin. The rn disconnected the tubing and reconnected it to a different smartsite valve on the tubing and the leaking persisted. A new set of tubing and chemo was started without an issue. There was no patient harm.

Manufacturer narrative:
The customer complaint of leak at the distal end of the tubing was confirmed. The photos received from the customer show shows that fluid leaked from the connection of the texium to the smartsite y-site fla luer. The root cause was not identified.